Event description:
It was reported that the pt could not adjust stimulation and there was a power on reset condition. The programmer displayed the "call your doctor" icon. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).